Manufacturer narrative:
(B)(4) 2012: no RMA has been initiated for this issue. Model tdx, serial number/date code unknown. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The male consumers age is (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.

Event description:
End user states: chair was purchased in (B)(6) 2012. On (B)(6), the bolt attached to the footrest caused the footplate to drop down, putting knee below the padding and holding his knee in place. Simultaneously, he tried to roll over onto the bed leaving part of his body still in the chair. He couldn't roll over, however, and then heard a loud pop. He later found out he fractured his hip and had to get surgery.